Manufacturer narrative:
This event was initially incorrectly assessed as not reportable. Subsequently, the event was reassessed and determined to be reportable. Thus, the reason for the late submission.the device was evaluated. A service engineer (se) evaluated the device at the customer site. The se confirmed loosening of connector. The se tightened the connector. Subsequently, all testing was completed successfully.

Event description:
It was reported that, customer reported that the oxygen connector appears to be loose.